Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During ICD replacement due to normal eri, the right ventricular (rv) lead pacing threshold, r-wave sensing, and pacing impedance were increased. No damage was noted on a fluoroscopic examination. The new device was reprogrammed and the issue was resolved. The patient is stable. Related manufacturer reference number: 2938836-2014-07403.